Event description:
The patient had a fall and subsequently experienced an undesirable change in stimulation. If the stimulation was felt in her face and arm, then it wasn't felt in the leg and vice versa. Further information is being requested from the hcp.